Manufacturer narrative:
(B)(4). Evaluation statement: the reported event of a broken ail encasement could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference number ca-(B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported multiple devices with the ail encasement broken. There was no report of patient involvement.